Event description:
It was reported that the deep brain stimulation (dbs) patient developed a decubitus ulcer and skin erosion over the burr hole cover and lead, resulting in the lead becoming visible through the skin. Purulent discharge was noted at the erosion site, raising concern for infection. The patient was started on antibiotics and subsequently underwent surgical debridement and a revision procedure. During the procedure, the leads were partially cut proximally as far as possible, and the distal portions were removed. The remaining proximal segments of the leads were left in place and remained connected to the extensions. The burr hole cover was also explanted. Postoperatively, the patient recovered well. The partially explanted lead segments and burr hole cover were disposed of by the facility and were not returned. Additional information was received indicating a culture was taken and was positive for serratia marcescens. The physician noted that the wound healing disorder was related to the device due to possible pressure ulcer, but the infection was not. Additional information was received indicating the presence of another pressure ulcer that was observed behind the ear along the lead extension with the presence of the same serratia marcescens infection. The patient underwent a revision procedure where the remaining dbs devices were explanted. The patient was doing well postoperatively. The remaining explanted devices were disposed by the facility and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-3128-55. Serial: (B)(6). Batch: 5004518. Catalog description: dbs 2x8 extension 55cm sterile kit. UDI: (B)(4).

Manufacturer narrative:
A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Physical analysis could not be completed in our laboratory, as the devices were disposed of by the medical facility and were not returned. A review of the product labeling found no anomalies. The labeling appropriately identifies infection, implant site complications (including poor healing and wound dehiscence), and the potential for implanted components (stimulator, lead, or lead extensions) to migrate or erode through the skin as known risks associated with deep brain stimulation (dbs). It also notes that these conditions may require additional surgical intervention. The devices were not returned as they were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of infection and skin erosion are known risks associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a decubitus ulcer and skin erosion over the burr hole cover and lead, resulting in the lead becoming visible through the skin. Purulent discharge was noted at the erosion site, raising concern for infection. The patient was started on antibiotics and subsequently underwent surgical debridement and a revision procedure. During the procedure, the leads were partially cut proximally as far as possible, and the distal portions were removed. The remaining proximal segments of the leads were left in place and remained connected to the extensions. The burr hole cover was also explanted. Postoperatively, the patient recovered well. The partially explanted lead segments and burr hole cover were disposed of by the facility and were not returned. Additional information was received indicating a culture was taken and was positive for serratia marcescens. The physician noted that the wound healing disorder was related to the device due to possible pressure ulcer, but the infection was not. Additional information was received indicating the presence of another pressure ulcer that was observed behind the ear along the lead extension with the presence of the same serratia marcescens infection. The patient underwent a revision procedure where the remaining dbs devices were explanted. The patient was doing well postoperatively. The remaining explanted devices were disposed by the facility and were not returned.

Manufacturer narrative:
Initial reporters phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Additional suspect medical device components involved in the event: model: db-2202-45 serial: (B)(6). Batch: 7136519 catalog description: dbs directional lead sterile kit 45cm UDI: (B)(4). Model: db-4600-c serial: (B)(6). Batch: 35817612 catalog description: suretek burr hole cover kit UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a decubitus ulcer and skin erosion over the burr hole cover and lead, resulting in the lead becoming visible through the skin. Purulent discharge was noted at the erosion site, raising concern for infection. The patient was started on antibiotics and subsequently underwent surgical debridement and a revision procedure. During the procedure, the leads were partially cut proximally as far as possible, and the distal portions were removed. The remaining proximal segments of the leads were left in place and remained connected to the extensions. The burr hole cover was also explanted. Postoperatively, the patient recovered well. The partially explanted lead segments and burr hole cover were disposed of by the facility and were not returned.